Manufacturer narrative:
(B)(4). The customer returned an 18 ga introducer needle for analysis. Signs of use in the form of biomaterial was present inside the needle hub. Visual analysis revealed three distinct cracks in the needle hub. Microscopic examination confirmed the defect. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to a lab inventory ars syringe to functionally test the components. The syringe and needle were unable to aspirate. When the syringe and needle were used to expel water, water leaked from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed, and no relevant findings were identified. The reported complaint of a cracked needle hub was confirmed by a complaint investigation on the returned sample. The hub of the introducer needle contained three distinct cracks. A device history record review was performed, and no relevant findings were found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "needle hub was cracked. Dr inserted into the patient, discovered it was cracked, but managed to insert the guidewire despite of the broken needle." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "needle hub was cracked. Dr inserted into the patient, discovered it was cracked, but managed to insert the guidewire despite of the broken needle." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "needle hub was cracked. Dr inserted into the patient, discovered it was cracked, but managed to insert the guidewire despite of the broken needle." No patient harm reported. The patient's condition is reported as fine.